Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000166, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the door could not be closed. Mechanical problem. Invalidate home performed. Rotor offset adjusting performed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that it was not possible to close the door. Door was mechanical opened and could not be closed. There was no patient present when this issue was observed. No additional information was provided.